Event description:
A report was received that the patient will undergo a pocket revision procedure due to pocket discomfort.

Manufacturer narrative:
Additional information indicates that the physician moved patient's pocket from right buttock to the left. The patient was experiencing a heating sensation at the ipg site and the physician decided to replace the ipg. The patient is reportedly doing well and getting good stimulation following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to pocket discomfort.